Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on september 23, a novasure procedure was performed and after the procedure the array net came damaged/torn when taken out of the patient after the procedure. Patient was successfully treated. No additional information available.

Manufacturer narrative:
Visual inspection was conducted and it was confirmed that the array had a hole on the side that is facing down the device. Functional testing could not be conducted due to the damage. Hence, the complaint can be confirmed. This observation will be monitored and trended.